Event description:
This serious unsolicited device case from (B)(6) was received on (B)(6) 2013 from a consumer. Based on the info received on (B)(6) 2013, an additional event of swelling was added. This case involves a (B)(6) female pt who experienced moderate to severe pain, inflammation, swelling and was unable to walk/work whilst receiving hylan g-f 20 (synvisc). The pt's past drug included high molecular weight hyaluronan (orthovisc) back in 2012. No medical history, concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the pt commenced treatment with hylan g-f 20 injection at a dose of 2 ml into the right knee (batch/lot number and expiration date unknown) for osteoarthritis of right knee. Shortly thereafter, she began to feel pain which worsened with time. On (B)(6) 2013, she received second hylan g-f 20 injection, on an unspecified date in (B)(6) 2013, the pt experienced moderate to severe pain, inflammation, and swelling and was unable to walk. Ice was applied locally as corrective treatment. She consulted a physician on (B)(6) 2013 who prescribed hydromorphone (diluadid) and diclofenac and misoprostol (arthrotec) as corrective treatment in addition to the application of ice locally about every hour, and a sick leave was signed (at least until (B)(6) 2013) as pt was unable to work due to her condition further to synvisc injections. Approximately 2 days later, on (B)(6) 2013, she consulted a physician for follow up to her (B)(6) 2013 medical consultation. Pt stated that according to physician, the swelling had reduced slightly on (B)(6) 2013 and no physical intervention was performed as corrective treatment. Dilaudid and arthrotec were discontinued due to intolerance and replaced with naproxen (naprosyn) regularly and codeine at bedtime. It was reported that the pt was still applying ice locally about every hour. Action taken: unknown. Outcome: not yet recovered. Seriousness criteria: disability. A pharmaceutical technical complaint (ptc) was initiated. The conclusion was pending for the same. Additional info was received on (B)(6) 2013 from the consumer. Event of swelling with seriousness criteria disability was added and seriousness criteria for all the events was updated as disability. Corrective treatment and medical history added. Pt's age was updated.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated on (B)(4) 2013: this case concerns a pt who experienced moderate to severe pain, inflammation and was unable to walk whilst receiving hylan g-f 20 for osteoarthritis of the right knee. Although, the role of device cannot be ruled out based on the device event temporal relationship, yet role of underlying osteoarthritis in causation cannot be ruled out. Sanofi company follow-up dated on (B)(4) 2013; pt further developed swelling and medical assessment of the case remains unchanged.